Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism ("pulmonary emboli"), genital haemorrhage ("general abdominal bleeding"), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorrhea") and was found to have ovarian neoplasm ("tumor on my left ovary"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy and unilateral oopherectomy.). Essure (ess205) was removed. At the time of the report, the pelvic pain, ovarian neoplasm, pulmonary embolism, genital haemorrhage, abdominal pain, dyspareunia, psychological trauma, vaginal infection, vaginal discharge, premature menopause, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian neoplasm, pelvic pain, premature menopause, psychological trauma, pulmonary embolism, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: surgery- they are going to remove the ovary, the tubes, essure and her uterus leaving her with one ovary. She received treatment for chronic pelvic pain/ abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder/urinary problems: vaginal infection, vaginal discharge. She reported that she was unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Events vaginal bleeding, dysmenorrhea & menorrhagia, early menopause depression, anxiety, added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), ovarian neoplasm ('tumor on my left ovary'), pulmonary embolism ('pulmonary emboli') and genital haemorrhage ('general abdominal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pulmonary embolism (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have ovarian neoplasm (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salphingectomy and unilateral oopherectomy.). Essure (ess205) was removed. At the time of the report, the pelvic pain, ovarian neoplasm, pulmonary embolism, genital haemorrhage, abdominal pain, dyspareunia, psychological trauma, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, ovarian neoplasm, pelvic pain, psychological trauma, pulmonary embolism, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: surgery- they are going to remove the ovary, the tubes, essure and her uterus leaving her with one ovary. She received treatment for chronic pelvic pain/ abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, bladder/urinary problems: vaginal infection, vaginal discharge. She reported that she was unable to afford surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: reporter details updated and patient demographics were added. Added events chronic pelvic pain/ abdominal pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection, vaginal discharge. Event medical device removal was deleted. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), ovarian neoplasm ('tumor on my left ovary') and pulmonary embolism ('pulmonary emboli') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have ovarian neoplasm (seriousness criterion medically significant) and experienced pulmonary embolism (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed. At the time of the report, the medical device removal, ovarian neoplasm and pulmonary embolism outcome was unknown. The reporter considered medical device removal, ovarian neoplasm and pulmonary embolism to be related to essure (ess205). The reporter commented: surgery- they are going to remove the ovary, the tubes, essure and my uterus leaving me with one ovary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: social media received: reporters were added. New events-tumors on my left ovary, medical device removal, pulmonary emboli, were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.